Event description:
It was reported that the procedure was to treat a mildly calcified right external iliac artery lesion with 50% stenosis. The 8x40 mm absolute pro self-expanding stent was deployed without issue. During post dilation, a balloon dilatation catheter was advanced; however, met resistance with the implanted stent and became caught on the distal end of the stent, causing the stent to be stretched on that end. An additional 8x40 mm absolute pro was implanted to cover the stretched portion of the stent. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other similar incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that as the balloon dilatation catheter was advanced for post-dilatation, inadvertent interaction with the deployed 8x40 mm absolute pro self-expanding stent resulted in the balloon catheter touching the edge of the implanted stent, thus meeting resistance and becoming caught on the distal end of the stent. This ultimately resultied in the reported difficult to advance, material deformation, stretched stent and device damaged by another device. As reported, an additional 8x40 mm absolute pro was implanted to cover the stretched portion of the stent. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.